Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and atypical power cable disconnect alarms was confirmed via the reviewed log files. The system controller was returned for analysis and a log file was submitted for review as well as downloaded from the controller for review. A review of the log files showed overlapping events spanning approximately 24 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred while the controller was connected to battery power and did not happen while the patient was connected to the power module. These atypical alarms occurred intermittently between the time stamps of (B)(6) 2019 at 08:15:50 ¿ (B)(6) 2019 at 20:33:23. A no external power alarm was active on (B)(6) 2019 between 22:07:52 ¿ 22:08:17 while the patient was connected to battery power and disconnect both power leads of the controller from the power source. Another no external power alarm was active on (B)(6) 2019 between 10:47:41 ¿ 10:47:42 when the patient was connected to the mpu. The ebb provided power to the system during these events. The alarms cleared shortly after activating. Pump operation was not affected. The system controller underwent preliminary and functional testing was able to support pump function for extended operation and the reported alarms were unable to be reproduced during testing. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of the device cannot be calculated until the investigation has completed. Vad reported in MFR# 2916596-2019-03976. Controller reported in MFR# 2916596-2019-04155. Mpu reported in MFR# 2916596-2019-03974. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a controller malfunction requiring an controller change. Patient reported hearing beeps for a few weeks and the first set of alarms occurred only while on batteries and have gotten worse. The controller history showed no external power event on (B)(6) with multiple low voltage alarms. All batteries had expired in (B)(6) 2019. It has been arranged for patient to get new batteries. The patient denies symptoms and reports feeling well. There appears to be no damage to the equipment. Pt pages back within the hour and states alarms are occurring on wall power as well, and shortly there after escalate to nearly constant alarms, sometimes beepings, sometimes longer. Pt denies symptoms and reports feeling well. Examines equipment and no damage visible. During this time, pt's controller screen reads "no external power 39 seconds." Green arrows are both illuminated, and no other lights are lit up (battery and power bracket lights that typically light up with this alarm are not illuminated). Unclear if pt is getting power to the pump aside from 15 min emergency battery. Pt is 1 hour from st. Cloud. Pt calls 911, who brings him to glacial ridge hospital nearby for assessment. Writer walked pt and staff through controller change. Additional information received 07aug2019: it was reported that the log files revealed the patient had multiple no external power alarms but the patient felt fine except for dizziness with controller exchange. The log file also showed multiple low voltage events while on battery power that occurred primarily on the white power lead of the controller. It was also reported that there were multiple low voltage hazards with one that appeared to be from a double power cable disconnect on (B)(6) and another on (B)(6) 2019 that appeared to be loss of power to the mpu.